Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that renal failure occurred. A zelantedvt thrombectomy catheter was selected to treat the deep vein thrombosis clot removal. After a runtime of less than 300 seconds, the patient went into renal failure. The creatinine level went from 1.08 to 2.51. Fluids were administered and the patient was hydrated. The procedure was completed with this device and no further patient complications were reported.